Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call the insulin pump wasn't responding correctly. Customer stated the device continues to alarm no delivery and has another alarm but doesn't recall what it was. He didn't know his blood glucose level. Customer stated the device wouldn't turn on and couldn't check which alarm the device had. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no a35 alarm noted and passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests also, passed the motor test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.